Manufacturer narrative:
Device received with critical pump error due to corroded electronic assemblies. Unable to perform selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test or verify frozen display due to critical pump error. Device received with corroded battery tube and corroded motor home switch.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a critical pump error alarm. The customer stated the pump continues to vibrate with medtronic logo on the screen even after removing the battery. The customer also reported the pump had a frozen display with no response from any button. Customer¿s blood glucose was 88 mg/dl. It is unknown if auto mode was active at the time of the event. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.